Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in a loop of the motor error alarm during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test could not be performed due to the motor error alarm. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl. Te customer's mother stated that her daughter had a motor alarm on her insulin pump and had her pump replaced. However the daughter's blood glucose shot up and had to visit the hospital where she stayed the night. No further information was provided.